Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys pth on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a pth value of 371 pg/ml. The sample was repeated due to the high value. The repeat result was 190 pg/ml.

Manufacturer narrative:
The pth reagent lot number was 891033. The reagent expiration date was requested, but not provided. The investigation is ongoing.